Event description:
The customer observed false reactive architect hbsag qualitative ii results for one patient. The following data was provided (reference range greater than or equal to 1.00 s/co is reactive): sample ID (B)(6) on (B)(6) 2022. Initial result = 2.22; repeat results = 2.75, 2.74 s/co. Same sample ran on (B)(6) 2022 and generated result = 0.24 s/co architect hbsag confirmatory test was performed and generated positive results: hbsag q2c1 = 0.31 s/co, hbsag q2c2 = 2.33 s/co, %n = 97% no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 3008344661-2022-00169-01 under a different suspect device. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, replaced the assy, control unit, induction heater (part number 7-30110229-01) which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with false reactive hbsag qualitative ii results for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect (B)(6)did not identify any trends associated with the complaint issue. The architect (B)(6)erratic result rate was within acceptable limits with no trends identified. A review of tracking and trending for the assy, control unit, induction heater did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6)processing module for serial (B)(6)or the assy, control unit, induction heater was identified.